Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm at 3.0 pounds during prime and motor error during basic occlusion test due to faulty force sensor system damage by moisture. The pump was received with cracked case at lcd window corners and battery tube threads. The pump was received with scratched lcd window. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 527 mg/dl. The customer treated with the pump. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer stated that there were no motor position encoder errors in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.